Event description:
It was reported the patient felt "twitches" at the pacemaker site. It was also reported the lead had low impedance of 153 ohms and a polarity switch occurred. The lead was reprogrammed. After noise was observed (and reportably due to possible myopotential oversensing in the unipolar mode) the lead was capped. Two years later, the lead was removed due to system erosion. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.